Event description:
It was reported that a user on a replacement ilet pump contacted support because the ¿less than¿ meal option was not available and then canceled a meal delivery at 60 percent after announcing a meal. The event involved user operation of the meal announcement feature with no device malfunction and pertained to the user interface. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure when announcing meals, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.